Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. This event caused no harm to the patient except that it prolonged the surgery time by about 1 hour.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ is there any plan in place to remove the needle piece in the future? ¿ what is the current condition of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an posterior approach lumbar discectomy under intervertebral disc endoscopy procedure on (B)(6) 2024 and suture was used. The patient underwent surgery at 17:40. When the chief surgeon was using suture to suture the muscle layer, when the needle tip passed through the muscle layer, the chief surgeon was unable to clamp the needle with a needle holder. Upon observation, it was found that the needle tip was missing (approximately 3mm~4mm after comparison), stop suturing immediately. The chief surgeon wiped the needle holder tip with gauze (no broken end was found), and then used the needle holder to search for the broken end inside the suture incision, but to no avail. The chief surgeon, surgical assistant, and hand washing nurse did not find any needle tip residue while searching inside the incision, around the surgical field, on the surgical instrument table, or in the auxiliary materials. The patrolling nurse immediately notified the head nurse and night shift nurse to jointly search for the suction filter, floor, operating table base, and all the surfaces of the items in the operating room, and no broken needle was found. The surgeon performed c-arm fluoroscopy on the incision and surrounding area and compared the needle tail of the residual thread under x-ray. No needle tip residue was found under fluoroscopy. To ensure patient safety, the surgical site and the table were searched again and the operation was continued according to the surgical steps. The staff under the operating table searched all areas of the operating room again and did not find any needle tip residue. To further eliminate residual ends in the patient's body, the same suture was used to remove the needle tip by 3mm~4mm for comparison under fluoroscopy. It was confirmed that the needle tip defect and residual end could be clearly exposed under fluoroscopy. After confirmation by the chief surgeon, the needle tip residual end was not in the patient's body. 18: 50 the surgery was successfully completed. After searching for the auxiliary materials, suction pipes, floor, and the upper and lower parts of the operating table again, no needle tip residue was found. The patient left the operating room after resuscitation was completed at 19:07. No adverse patient consequences were reported. Additional information was requested.